Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set.

Event description:
It was reported the guide wire became stuck during guide wire withdraw and was found to be deformed when it was taken out. Reference MFR. Report: 1820334-2017-03112.